Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damaged tube with the incident lot was observed. Additionally, evaluation of the customer samples was performed and damaged tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m has been found containing foreign matter before use. The following has been provided by the initial reporter: before use, the customer found 1ea tube has fm in it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m has been found containing foreign matter before use. The following has been provided by the initial reporter: before use, the customer found 1ea tube has fm in it.